Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an external neurostimulator (ens) trial system reported that about a half an hour prior to the report, and on the day of implant, they stopped feeling stimulation. When they used the patient programmer the screen showed 20 "looking for device". The patient took the batteries out and reinserted them and it resolved the issue. The patient was able to connect and increase stimulation to 1.3v and confirmed they felt stimulation now. The symptoms the patient reported included no stimulation. Additional information received from the trial patient on (B)(6) reported the trial evaluation was not good and ¿maybe it was because the wire came out¿.